Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During the investigation functional testing and visual inspection were performed. It was found that the downstream and upstream occlusion seal was delaminated. Both seals were replaced.

Event description:
It was reported that the device had a damaged downstream occlusion seal, lens, and keypad overlay.